Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the lead had eroded through the patient¿s stomach within the last month and the patient would be getting a replacement. It was noted that the patient¿s healthcare provider (hcp) submitted paperwork for approval but had not heard back yet. No further complications were reported/anticipated.